Event description:
It was reported that during a follow up, an increase in pacing lead impedance and capture threshold were observed. During a device change out due to eri, the pace/sense portion of the lead was capped and replaced. Defib portion remains active. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.